Event description:
A (B)(6) female pt called in to zoll lifecor customer support to report that the pt stated the device is asking her to add gel. The pt was provided with a replacement monitor.

Manufacturer narrative:
Device eval summary: device eval of monitor sn (B)(4) has been completed. The reported problem (add gel messages) has been confirmed. Upon receipt, the end cap was separated from the monitor case. The white cable from j2008 was unplugged from the auxiliary board, causing the "add gel" messages. The root cause of the unplugged cable was likely a result of excessive force. No adverse event resulted from the disconnected cables. The pt received a replacement monitor.